Event description:
It was reported that the patient wanted the system explanted due to a lack of efficacy. The exact reason for explant was unknown, but the patient stated that the implant was uncomfortable for her. It was noted that the patient did not respond to the stimulation. The system was explanted on 2015 (B)(6). The patient recovered and was doing well.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).